Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
The customer's mother called to report an occlusion alarm that was received while her daughter was playing. Bleeding was reported at the insertion site and blood was visible in the cannula. High bg levels (274-500mg/dl) were experienced prior to the alarm. The pod was deactivated and will be returned for evaluation.